Manufacturer narrative:
The customer had initially referenced an acoustic alarm problem at the information center however information from the investigation of the issue provided by the local field service engineer fse confirmed that the customer did not experience any failure of audio for this device; the user had become confused when that symptom was reported. No malfunction occurred. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the acoustic alarm at the information center was not working. No adverse event was reported.